Event description:
The surgeon attempted to implant an aq2017v 3 piece silicone lens. The lens tore during insertion into the eye. The lens was removed. It was unknown what caused the lens to tear. Pelase reference 2023826-2005-00984 as this is one of two lenses for the same patient.